Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-08528. It was reported that ventricular fibrillation and target vessel revascularization (tvr) occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 38 synergy ii drug-eluting stent was deployed in the mid to distal lad at 14 atmospheres, and a 3.00 x 28 synergy ii drug-eluting stent was deployed in the proximal to mid lad at 14 atmospheres in an overlapping manner, and the procedure was completed. However, the following day, the patient went into ventricular fibrillation and the physician reported tvr. Intravenous ultrasound (ivus) was performed which showed the stents were apposed to the vessel wall and overlapped, but the lad had significant amount of calcium, stent prolapsing and the middle area of the two previously implanted synergy ii stents ¿looked questionable¿. Pre-dilatation was performed with a 3.25 x 20 nc quantum balloon catheter but the calcium was still present per the ivus pictures. Subsequently, a 3.50 x 16 synergy stent was deployed in the mid lad, overlapping the two previously implanted synergy ii stents. Post-dilatation was performed with a 3.5 x 20 non-compliant balloon catheter up to 16 atmospheres and the procedure was completed. No further patient complications were reported and the patient's status was okay.